Manufacturer narrative:
Upon receipt the lead was found cut 11cm distal to the is-1 connector pin. A proximal, medial and a distal lead fragment as well as a 14.5cm long conductor cable were received for analysis. The performance of the lead fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular between 18 and 23cm proximal to the lead tip the insulation was found abraded through multiple times. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages like the deformed rv shock coil and the in the distal area fractured conductor cable most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 97 months, an increase in pacing impedance was observed. The lead was explanted.